Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the malfunction. Surgeon acknowledged the presence of calcified plaque in the treatment area. Based on the information provided to us, it is possible that the balloon ruptured upon contact with the calcified plaque. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. There was no injury to the patient as the result of this incident. Surgeon used a second over-the-wire embolectomy catheter to complete the procedure.

Event description:
When the catheter shaft was inserted into the blood vessel and the balloon was inflated, the balloon immediately ruptured. There was calcification at the treatment area. The procedure was successfully completed using another lemaitre over-the-wire 4f embolectomy catheter. There was no injury to the patient as the result of this incident.